Manufacturer narrative:
Follow-up #1: date of submission 05/18/2015 ¿ correction: the alert date of this event should have been 04/16/2015.

Manufacturer narrative:
Device evaluation follow-up #2 submitted 11/4/2016. The device was returned to animas and evaluated by product analysis on 10/13/2016 with the following results: unable to confirm or duplicate the history setting issue during testing, the pump information for the complaint date has been overwritten.the black box starts on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Pump was exercised for 24hrs with a 1.0u/hr basal rate; at end testing the basal history correctly showed 1.0u and tdd showed 24.0u. Manually performed a normal 10u bolus & a 10u audio bolus successfully. Both were accurately recorded in the pump history. History found to be recording properly.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. No additional information was provided. Attempts by the customer support to follow-up on the matter were unsuccessful. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.